Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The wheels and base were replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4).

Event description:
It was reported that there was a malfunction resulting in a detached wheel causing the unit tip tip. There was no patient involvement.